Event description:
The following info was reported on medwatch (B) (4). It was stated that the customer experienced severe hypoglycemia requiring assistance by her husband. The customer's blood glucose reading was 20 mg/dl, and she didn't get any sensor alarms. Prior to the event, the customer was feeling ill and the sensor glucose read above 500 mg/dl. It was also stated that she was having difficulty priming the last three infusion sets. The last time that the customer experienced high blood glucose levels, the insulin pump did not alarm no delivery and she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.